Event description:
It was reported that during an unk procedure the device malfunctioned. Unk how the case was completed. No pt consequence was reported to the rep.

Manufacturer narrative:
(B)(4). Broken advancer/feeder shoe damaged. Eval summary: the analysis results found that the device was returned with the tip of the advancer broken. The device was cycled and did not feed the clips. The device was opened to verify the condition of the internal components and the feeder shoe was damaged, not allowing the clips to feed as intended. The batch record was reviewed and no anomalies were noted during the mfg process.